Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The representative reported an error code. A por (power on reset) code was reported. The event date was unknown. The representative was trying to help a new employee understand longevity. The new employee ran into a scenario where a neurostimulator showed 'ok' under the 'status' and showed 'njy???????' (Not stars but question marks, which in theory should not be possible). This ins (stimulator) showed 89 months of service left and technical services noted that was possible even if, as the caller noted, the ins had been implanted for 5 years since the longevity was based on settings. Follow up information received from the representative reports the patient states device never worked. Physician programmer showed device was "off" also showed 89 months left on battery which was implanted (B)(6) 2010. Impedance check showed all electrode configurations within range. Battery check showed 89 months left. The representative turned the battery "on" and put the patient on program 3 at 3.5 amps. She felt stimulation in her pelvic floor. There was no power on reset seen with regards to the "ok" status. The 'ok' under the 'status' was resolved.